Manufacturer narrative:
Evaluation of the returned ruby coil revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The px slim used in the complaint was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. During functional testing, while attempting to properly re-sheath the ruby coil into its introducer sheath, resistance was encountered due to the offset coil winds, and the embolization coil became stuck within the introducer sheath. Functional testing was unable to be continued. Further evaluation of the device revealed kinks near the proximal end of the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil and a px slim delivery microcatheter (px slim). During the procedure, while advancing a ruby coil into the px slim, the physician experienced resistance. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.